Manufacturer narrative:
This is a correction to the initial report event description. In the initial report, it was report that the transseptal puncture was performed using a st. Jude medical sl0 transseptal needle. This information is incorrect. The needle for transseptal puncture is unknown. The st. Jude medical sl0 is an introducer. Concomitant product correction: st. Jude medical sl0 introducer (model# unknown lot# unknown). Also correction to conclusion code. (B)(4).

Manufacturer narrative:
Additional information was received on october 12, 2017. It is possible there was a pre-existing effusion prior to the tamponade. The ¿rf needle¿ mentioned in the event was for needle ablation. The spiral catheter was not a bwi device; it was a competitor's spiral catheter manufactured by (B)(4). In addition, the smarttouch bidirectional catheter was inserted into the patient and ablation was conducted twice with it. Thoracotomy was performed and the effusion was removed, there was no additional non-surgical intervention provided to the patient. The physician commented that the cause of the event might have been during transseptal puncture, the rf needle may have punctured more deeply than usual. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter (model# m-5723-17 serial# (B)(4)). St. Jude medical sl0 transseptal needle (model# unknown lot# unknown). St. Jude medical agilis steerable introducer (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pharmacologic support and surgical intervention. Transseptal puncture was performed using a st. Jude medical sl0 transseptal needle and a st. Jude medical agilis steerable introducer. Radiofrequency needle was inserted into the left atrium with the st. Jude medical agilis steerable introducer. Soundstar catheter was then inserted into the left atrium and soundmerge was performed. When the spiral catheter (brand-unspecified) was inserted into the pulmonary veins, the patient became hypotensive. After approximately 2 ablations of the posterior wall of the right pulmonary vein, blood pressure decreased 2-30 mmhg. Soundstar eco catheter was inserted into the right atrium and revealed that the effusion had increased since transseptal puncture. Ablation was stopped. Effusion continued to increase in small increments. Patient was monitored via soundstar catheter and body surface echocardiography. Blood pressure was managed via norepinephrine (noradrenaline). No other interventions were performed for one hour, until the cardiovascular surgeon was available. Patient¿s level of consciousness remained stable throughout. Open chest surgery was performed to alleviate the tamponade. There is no information regarding extended hospitalization. Patient outcome has improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Physician indicated that the tamponade occurred after transseptal puncture, when the wire was inserted into the left atrial appendage (laa). Supporting physician indicated that he believed that after transseptal puncture, the radiofrequency needle was advanced deeper than usual and that the tamponade occurred at that point in the procedure. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure.